Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was experiencing pocket pain. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was relocated into the flank area from the buttock area. The patient was doing well postoperatively. Nothing was removed or added.